Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10170110. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information, when removing the catheter from the packaging, it split (separated) at the tip.

Manufacturer narrative:
In may 2025, we received one used sample with packaging. The packaging has been opened transversally and the catheter tip has been torn off, probably during opening. Transverse opening must be carried out without catching the catheter, to avoid tearing it. After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10170110. Documentary investigation was done and no issue was registered during production. Checking the quality database revealed one change control possibly in connection with the described defects. It is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. In addition, on (B)(6) 2025, the quality team performed tensile test on folysil tips to check the conformity of tip hold. Based on the information received and our data, we cannot conclude on a specific root cause in this case. A rmf evaluation was performed based on criq247 - risk identfied 20100 (hazardous situation: packaging not opened as intended)). The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level (except risk 11500). Based on this, we can conclude that residual risks except for rsik 11500 are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, when removing the catheter from the packaging, it split (separated) at the tip.